Manufacturer narrative:
(B)(4)

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 49.7 mm in diamter fusiform abdominal aortic aneurysm. The infra-renal neck angulation was 80 degrees. The diameter of the proximal neck was 22 mm in diameter and 18 mm in length. It was reported that after implantation of the main body, a proximal type I endoleak was observed. An aortic cuff was implanted and the endoleak resolved. Based on the physician¿s comment, the cause of the endoleak was due to the curvature of the vessel and the short neck. No additional clinical sequelae were reported and the patient is being monitored.